Event description:
A heamonetics rep was performing a training on (B)(6), 2011 and alleged that a spill had occurred on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported.

Manufacturer narrative:
The device was returned to haemonetics on (B)(4), 2011 and evaluated. Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. It could not be confirmed whether the spill bags were deployed.